Event description:
Customer changed her headset and her blood glucose readings were going up yesterday. She checked her site today and noticed the headset was wet. She pulled her site out and noticed the cannula was bent and therefore not in her body. She feels the leak was due to the bent cannula. She changed her site and gave herself an injection of insulin via an insulin pen. She has not had to seek outside medical assistance and was able to self treat. No adverse event reported. A request was made for the return of the device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.